Event description:
Coller (portion in which cap screws into) of device snapped off when boyfriend was attempting to change cartridge. Pt has not experienced any injury. Device will be returned for replacement, sn (B)(4). Warm transfer to psr to schedule replacement; reported by boyfriend. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.